Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-07-26 e1/e2 (rep): additional information received from a manufacturer representative indicated that the patient was a current home infusion (hi) patient. The patient was on the schedule for her next refill on (B)(6) 2024. The rep stated that they would have to follow-up with the home infusion team to discuss what time they would be going to see the patient that day. 2024-07-31 e3 (rep): additional information recieved from the company rep reported that the cause of the 518 alert was not determined. The event occurred on (B)(6) 2024. The software version of the patient's personal therapy manager (ptm) was 2.0.1700. The issue had resolved at the time of this report. Patient restarted ptm and had not received any further errors. Pump seemed to be working ok. 2024-10-24 (B)(4) (hcp): additional information received from the healthcare provider (hcp) indicated that the patient was getting alerts on their personal therapy manager (ptm) again. The patient reported seeing codes "518-communication error, authorization request denied" and "156-app restart due to system error". The 156 code would show up frequently after a bolus was delivered, as well as other times when the patient was using the application. Technical services recommended that the patient close out of the application after each use. The data use was at 15.91mb. The hcp cleared the data from the handset. The patient was advised to call patient services if the alerts continued to show. 2024-11-12 (B)(4) update (con): additional information received from the patient reported that the personal therapy manager (ptm) was faster after clearing the data but now it was slow again, taking 10 minutes toconnect. 2024-12-03 lfc (hcp): additional information received from a health care provider (hcp) indicated that the patient's pump was filled on (B)(6) 2024. Per dictation, the patient reported to staff an error code of "518". The patient stated she restarted the device and has had no issues since then.

Manufacturer narrative:
This event is no longer a reportable event. MDR decision corrected too not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal unknown d rug via an implantable pump for general neuropathic condition and non-malignant pain. It was reported that the patient had a handset alert 518. The rep confirmed that the patient was getting their boluses and was not having any issues. Additional information received from a manufacturer representative indicated that the patient was a current home infusion (hi) patient. The patient was on the schedule for her next refill on (B)(6) 2024. The rep stated that they would have to follow-up with the home infusion team to discuss what time they would be going to see the patient that day. Additional information received from the company rep reported that the cause of the 518 alert was not determined. The event occurred on 2024-07-19. The software version of the patient's personal therapy manager (ptm) was 2.0.1700. The issue had resolved at the time of this report. Patient restarted ptm and had not received any further errors. Pump seemed to be working ok. Additional information received from the healthcare provider (hcp) indicated that the patient was getting alerts on their personal therapy manager (ptm) again. The patient reported seeing codes "518-communication error, authorization request denied" and "156-app restart due to system error". The 156 code would show up frequently after a bolus was delivered, as well as other times when the patient was using the application. Technical services recommended that the patient close out of the application after each use. The data use was at 15.91mb. The hcp cleared the data from the handset. The patient was advised to call patient services if the alerts continued to show. Additional information received from the patient reported that the personal therapy manager (ptm) was faster after clearing the data but now it was slow again, taking 10 minutes to connect. Additional information received from a health care provider (hcp) indicated that the patient's pump was filled on (B)(6) 2024. Per di ctation, the patient reported to staff an error code of "518". The patient stated she restarted the device and has had no issues since then.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.